Manufacturer narrative:
Block b2: the exact date of the patients' death was not reported. The retrospective study start date of june 1, 2013, is used for the estimated date of death. Block b3: the exact date of event was not reported. The retrospective study start date of june 1, 2013, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wei cui; jing-zhi huang; qi wang; feng shi; qing gou; xiao-ming chen; jing zhang; jia-ping li; rongde xu. "Percutaneous endobiliary radiofrequency ablation and stent placement for unresectable malignant biliary obstruction: a propensity score matching retrospective study" bmc gastroenterology (2024) 24:270, https://doi.org/10.1186/s12876-024-03357-x block h6: imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e1906 captures the reportable event of pulmonary infection. Imdrf impact code f02 captures the patient's death.

Event description:
Boston scientiic corporation became aware of an event involving an uncovered wallstent biliary stent through the article titled, "percutaneous endobiliary radiofrequency ablation and stent placement for unresectable malignant biliary obstruction: a propensity score matching retrospective study", by wei cui et al. Per the article, between june 2013 and june 2018, hundreds of patients suffering from malignant biliary obstruction were treated using two techniques: endobiliary radiofrequency ablation with metal stenting (rfa-stent group), and metal stent placement only (stent group). 6 casualties occurred among both groups due to cholangitis, septic shock, and pulmonary infection.